Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with the naked eye noted a loose blue pull ring cap inside an unopened pouch. The reported issue was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue pull ring cap of the transfer set was loosened. This was noticed before use; there was no patient injury or medical intervention associated with this event. No additional information is available.